Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed, target lesion was located in a shunt in the severely calcified and moderately calcified vessel. A 4.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 24 atmospheres for 1 minute, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.